Event description:
The customer reported a "severe anaphylactoid type reaction" approximately 10 minutes after a cystoscopy with an instrument processed in cidex opa. The customer stated that he had symptoms of "severe" angioedema of the face, "breathing issues", and generalized itching and burning of his palms and feet. The customer reported that he was treated with IV benadryl as well as solumedrol for his reaction. The customer also stated that he was treated with pyridium and cipro after the procedure and so initially though that the reaction was from one of the medications. He stated that he also had symptoms such as dysuria and burning for 10 to 14 days after the procedure. The facility staff reported that they follow the instructions for use when processing cystoscopy instruments including the three rinses. The facility declined to share additional information.

Manufacturer narrative:
.